Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(4) 2010 and performed to specification, alongside random manual power ons, up to the 2nd august 2012. The device records temperatures below the recommended minimum temperature during this time. Multiple manual power ups mainly of 10 minutes duration were observed in the device memory between the (B)(4) 2012 and the (B)(4) 2013. During this time the user had installed 3 pad-paks, each of which became depleted and were replaced by a further pad-pak on each occasion. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be measured with a new membrane fitted. A broken speaker cable caused the device to give no speech prompts, this may have been due to an incorrectly installed speaker or incorrectly assembled device. The device passed final test before leaving heartsine in january 2010, it is therefore concluded the broken cable occurred after dispatch from heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.